Manufacturer narrative:
(B)(4).

Event description:
The event regarding the patient's extension erosion and infection was previously reported in manufacturer report # 3007566237-2012-02478. Any additional information received will be reported in this manufacturer report.